Event description:
It was reported that the number 9 key on a pump keypad is "sticking." It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and all keys performed as expected. No keypad output response anomalies were apparent or obvious in the history log. The keypad was delaminated and examined under a microscope and no failures were evident on the keypad.